Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right peroneal artery. A 2x80mm armada 14 balloon was advanced to the lesion. When inflated, it was noted that contrast was leaking from the balloon. The device was removed and replaced with a 2x120mm armada 14 balloon to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture and inflation issue could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a right peroneal artery. A 2x80mm armada 14 balloon was advanced to the lesion. When inflated, it was noted that contrast was leaking from the balloon. The device was removed and replaced with a 2x120mm armada 14 balloon to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay. Subsequent to the initially filed MDR report, the account confirms that the balloon failed to inflate and there was suspected leaking coming from the balloon. No additional information was provided.